Event description:
Boston scientific received information that during a follow up visit, the patient with this right ventricular lead reported experiencing an inappropriate shock. It was thought this may be due to a lead fracture or insulation damage. A revision procedure was performed. This lead was removed, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis of the lead was performed. Set screw marks were noted on all terminal pins. Blood infiltration was noted in both the terminal pin opening and lumen. The helix could not be extended or retracted due to this infiltration. It was noted that the trilumen insulation was damaged approximately 280-290mm from the terminal pin through to the rate/sense lumen. There was also insulation webbing damage through to the distal high voltage lumen. In addition, the insulation on the conductor coil was bunched up and appeared to be abraded. Microscopic analysis indicated the insulation damage was initiated by a localized compressive stress on the tubing surface. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The measurements throughout the resistance testing were within normal limits. However, pressure testing failed due to the insulation damage. Laboratory analysis could not confirm a lead fracture as the lead was found to be electrically continuous. Due to the location and the type of damage exhibited to the insulation, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.